Event description:
It was reported that the patient had recently undergone routine exchange of the implantable cardiac defibrillator (ICD). Following the device replacement, noise was present on the right ventricular (rv) lead when the patient was positioned with their left arm across their chest. It resulted in pacing inhibition and asystole of approximately three seconds. Technical services recommended performing isometrics and measuring impedances. At this time, this rv lead remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient had recently undergone routine exchange of the implantable cardiac defibrillator (ICD). Following the device replacement, noise was present on the right ventricular (rv) lead when the patient was positioned with their left arm across their chest. It resulted in pacing inhibition and asystole of approximately three seconds. Technical services recommended performing isometrics and measuring impedances. At this time, this rv lead remains in service and no additional adverse patient effects were reported. Additional information indicates that this lead was capped and abandoned due to oversensing. A new lead was successfully implanted and no additional adverse patient effects were reported.